Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. The inratio result is not within the confidence limits for the first set of data. The remaining two sets of data, both inratio and lab values are within the confidence limits for inr testing. The results are considers discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time.

Event description:
Caller alleged inaccuracy with inratio. Results as follows: